Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer called to complete troubleshooting with the assistance of technical support. The malfunction code was reset successfully, and the same code did not recur after the reset, allowing the customer to continue using the pump. Technical support instructed the customer to call back if the malfunction code recurs, which the customer acknowledged and understood.